Manufacturer narrative:
Additional PMA/510(k) k980961.

Event description:
It was reported that the patient started to complain about a burning feeling on the back and a rash was discovered. After a few minutes, the patient had difficulties in breathing with hypotension. Chronic obstruction pulmonary disease was discovered during procedure.